Event description:
The customer reported that the insulin pump was over delivering insulin on its own, and her blood glucose was going low. Troubleshooting was performed, and the lead screw did over rotate. The caller mentioned that the device also had missing segments. No further information was provided.

Manufacturer narrative:
The insulin pump passed the bolus and occlusion tests. The insulin pump was monitored and no bolus delivery by its own noted. The insulin pump had missing segments due to open heat bond of connector short side on lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.